Event description:
Missing segments on the display of one touch ultra meter. Pt had started to notice the segments missing since dec, 2002 and that every digit had several segments missing. The next day, despite this knowledge, they went to the market and there they tested their blood glucose level on their one touch ultra meter with a result of 196 mg/dl. Based on that reading, they took 12 units of humalog (sliding scale). During the day, they also take humalog based on carbohydrate count during meals. For their sliding scale, to decrease every 5 mg/dl blood glucose level, they would take 1 unit of humalog to lower their blood glucose level down to 120 mg/dl. After taking the 12 units of insulin, they started feeling anxious and cold sweats. It is unk how low their blood glucose level was since they did not test on the meter at this time. They immediately ate a sandwich and felt better after a while. They did not seek any medical help. When they came home, they downloaded their meter's memory to see if the result of 196 mg/dl was correct. They noticed that the actual result was 130 mg/dl and realized that they had misinterpreted the result due to the missing segments and had taken too much insulin based on that. For a reading of 130 mg/dl, they would have only taken 2 units of insulin based on their sliding scale. At the time that they had seen the reading of 196 mg/dl, they believed that reading since they had a big meal at a party before going to the market. A replacement meter was sent to pt in the meantime, they were using some visual strips and downloading their meter into the software immediately after performing a test to see the correct result. This case is reported due to the malfunction of the meter's display (missing segments), which caused the pt to take extra insulin and go into a hypoglycemic state.